Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the customer's print log and reproduced error by running daily check. While troubleshooting, fse found the seal breaker was not breaking the foil top, and adjusted the seal breaker by tightening the screw holding the seal breaker. Fse validated the analyzer by successfully performed calibration and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2023. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 6: assay preparations states the following: substrate replacement displays whether or not fluid replacement for the substrate tubing was sufficient. When sufficient: ok / when insufficient: ng (if ¿ng¿ is displayed, first confirm that the remaining volume of substrate is sufficient and conduct the daily check again.) 4mu background measures and confirms the substrate fluorescent background intensity less than 1500 nm: ok / 1500 nm or more: bh (in the case of ¿bh,¿ replace the substrate with freshly prepared substrate and conduct the daily check again.) The most probable cause of the reported event is due to loose screw holding the seal breaker.

Event description:
A customer reported error flags bh "high substrate background" and ng "substrate replacement" during daily check and error message 2163 "cup transfer cup not released" on the aia-900 analyzer. The customer has made new substrate, verified the tubing is correctly positioned and primed substrate, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.